Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024.

Event description:
The patient reported: I recently chipped a tooth. The dentist asked if I had been wearing aligners since my last visit. She believes the chip is due to how my teeth have shifted during the treatment plan. She mentioned that my bottom teeth have been hitting my front teeth, which weakened the tooth and eventually led to the chip. A letter of recommendation was received on (B)(6)2024, indicating that the patient should discontinue aligner treatment as it is causing damage. No evidence of a preexisting condition was found, and no additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.